Manufacturer narrative:
Manufacturer ref# (B)(4) the purpose of this MDR submission is to document the findings of the device investigation. The stent was found to be bent, which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. Microscopic inspection revealed a kinked condition on the distal end of the stent. No additional damages were noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9784486. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the impeded condition of the stent is confirmed based on the kinked stent. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damage found in the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during the procedure, the enterprise2 4mmx30mm (encr403012/9784486) was impeded in the y-connector and could not be pushed into the prowler select plus 150/5cm (606s255x/unknown lot#). The physician only retracted the stent alone, and switched to a new stent to complete the procedure. The microcatheter was not replaced. No patient injuries nor consequences were reported. Additional information received indicated that there was no allegation of patient injury due to an alleged product issue. The microcatheter used was an infusion catheter (prowler select plus (606s255x)). A synchro micro guide was used before resistance. The target vessel was the v4 to basilar artery. Occlusion of posterior circulation, vessel tortuosity and a distal diameter of basilar artery vessel of 2.63 mm was reported. It is unknown if the device appeared damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter; however, it was not fully locked.